Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right atrial (ra) lead was oversensing noise which led to pacing inhibition. Programming changes were made to address the issue. The clinic will continue to monitor the patient. The patient was in stable condition.